Manufacturer narrative:
As reported, approximately two year post initial left tka, the 57 y/o female patient's poly was swapped to a 13mm poly. Patient's reason for revision was instability. There was no breakage of a device or surgical delay/prolongation. Patient was last known to be in stable condition. Sales rep was unable to obtain photos/x-rays. The device is not available for evaluation due to hospital policy. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of instability and the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition [associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device]. These devices are used for treatment not diagnosis.

Event description:
As reported, approximately two year post initial left tka, the 57 y/o female patient's poly was swapped to a 13mm poly. Patient's reason for revision was instability. There was no breakage of a device or surgical delay/prolongation. Patient was last known to be in stable condition. Sales rep was unable to obtain photos/x-rays. The device is not available for evaluation due to hospital policy. No additional information.